Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter was powering off when in use. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue on (B)(6) 2012 at 6 a.m. The patient reported managing his diabetes with diet, exercise and oral medications (type/dose unknown). The patient denied making any changes to his normal diabetes management as a result of the alleged issues starting. The patient informed the cca that 24 hours after the alleged issue began he began to feel "cold, sweaty and clammy", however he denied receiving medical intervention as a result of the alleged issue. At the time of troubleshooting the cca noted that the subject meter did not need a new battery and there had been no misuse to the subject device. Additionally, the patient informed the cca that he had put in a new battery and the subject meter still would not power on. The issue remained unresolved at the time of troubleshooting. Replacement product was sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury after the alleged power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.